Event description:
The customer reported to olympus, during preparation for use, the evis exera iii gastrointestinal videoscope presented a b30 error code (no image) and an e216 error code (no image) on the screen. The issue occurred while blowing out excess water from the scope. There was dark water that had come out on to the towel. The patient was not present in the room when the issue was detected. The intended procedure was completed with another gastrointestinal videoscope. No patient injury was reported. This report is to capture the reportable malfunction of the dark water that had come out on to the towel.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issues were confirmed. Fluid invaded the scope connector causing an image problem. After aeration, the image was functioning normally. There was a leak in the biopsy channel. The switch was non-olympus. The angulation was low. The control knob movement had play. The plastic distal end cover had a dent. The light guide lens had liquid fluid inside. The bending section cover glue had a crack. The insertion tube and light guide tube had a buckle. The control body was wet. The scope connector had a missing screw. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the forceps channel rupturing during user handling and material inside the endoscope escaping through the rupture. According to the process design information, a black lubricant is applied to the outside of the channel when assembling the endoscope. If the forceps channel is not broken, the antifriction will not come out. The event can be detected/prevented by following the instructions for use which state the following: 1) "if a stream of air bubbles is emitted from the air/water nozzle even though the air/water valve is not being operated and the distal end of the insertion tube is 10 cm or more below the surface of the sterile water, there may be an irregularity in the air feeding function. If the endoscope is used while air is continuously fed, over-insufflation and patient injury may result. If air bubbles are emitted from the air/water nozzle, remove and reattach the air/water valve correctly, or replace it with a new one. If this fails to stop air bubbles from being emitted, do not use the endoscope, as there may be a malfunction. Contact olympus." 2) "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." Olympus will continue to monitor field performance for this device.